Event description:
A surgeon reported an a couple of patients that were over corrected following lasik surgery, however neither showed a decreased in bcva. The surgeon provided records for 3 patients for review. This patient had initial pk surgery done on another manufacturer's device. Post-operatively, his uncorrected visual acuity (ucva) was not as desired. In an effort to enhance this patient's ucva, two enhancements were performed on the left eye and four enhancements on the right as well as a cri (corneal relaxing incisions) on the right eye. The patient's bcva continued to stay the same as pre-op throughout, however there was an increase in mrse >.5 diopters.